Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that when patient was ordered a fluid bolus. While priming and setting up IV tubing with fluid, the tubing snapped in half.

Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. The silicone segment was separated from the pump safety clamp. No ring retainer was returned with the set. No other defects or abnormalities were observed. The customer complaint was confirmed and a quality notification was sent to the manufacturer. From the manufacturer's review of the complaint, visual inspection under a microscope shows signs of the ring retainer being assembled correctly. The most probable root cause of the separation is due to excessive force causing the silicone segment to separate from the set. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.